Manufacturer narrative:
Product analysis: the control assembly was confirmed to be out of mechanical specification and was repaired. A pinched wire with breached insulation was found. The wire was replaced. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate selection dial of the external pulse generator (epg) was not dialing the rate correctly on a consistent basis. The epg was returned for service. No patient complications have been reported as a result of this event.